Event description:
As reported by the patient¿s attorney, a microvasive was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device was implanted on (B)(6) 2005 , not (B)(6) 2010.

Event description:
As reported by the patient¿s attorney, a microvasive was implanted on (B)(6) 2005. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.